Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated by the user after completing 143 pulses. The investigation found no damages or deficiencies that would contribute to the cannula failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the cannula deployed. The cause of the reported needle mechanism failure could not be determined. Investigation of the needle mechanism found no issues that would result in the needle failing to retract. The formed needle was found to be properly seated in the slide retract. No housing or environmental seal damage was observed that would indicate that the needle mechanism deployed into them. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that when the pod was activated, the pink slide moved forward. The patient felt pain during insertion so removed the pod immediately. They found the needle to be still visible and had not retracted, and the cannula was not visible, indicating a needle mechanism failure.